Event description:
It was reported by the medical staff that the patient reported completing a controller exchange. A new backup controller was sent to patient. Log files were sent in for current and previous controller on (B)(4) 2015 to the manufacturer; however, the log files were corrupted and another controller exchange will be required. There was a "date and time error" on (B)(4), the year shown as 2000. This indicates that the internal battery holding this info is not working. Controller was exchanged and patient tolerated exchange well. This complaint represents the controller with the "real time error."

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. Product is in route.

Manufacturer narrative:
The controller, (B)(4) associated with the event was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.